Event description:
On (B)(6): customer reported they lost fluoro during a urology procedure. Customer provided no patient or procedural information. No injuries as a result of the incident were reported. Facility did not have back-up capabilities.

Manufacturer narrative:
Field service engineer (fse) troubleshot 'no power to x-ray tube' and replaced the table 220v power relay. This resolved the problem. Fse completed hut service checklist and returned the system to full service.